Manufacturer narrative:
Additional contact: alpha med oncology (B)(4). (B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, under infusion was noted. It was reported that the pump alarmed with empty cassette, but it was noted that 8.7mls was left. No patient consequences were reported. No adverse effects were reported.